Manufacturer narrative:
Device code: 2017 - use above rated burst pressure the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It was reported xience sierra stent delivery system (sds) was inflated above the labeled rated burst pressure (rbp) listed in the IFU. It should be noted that the xience sierra everolimus eluting coronary stent system IFU states: note: do not exceed the labeled rated burst pressure (rbp). A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that on (B)(6) 2018 the 2.5x12 mm xience sierra stent was implanted at 14 atmospheres in the mid left anterior descending coronary artery (lad) and the 2.5x33 mm and 3.0x15 mm xience sierra stents were implanted at 18 atmospheres in the distal right coronary artery (rca). After implantation of the 2.5x33 stent, it was noted on angiography that there was a distal dissection in the rca. Two additional, unplanned xience stents, sizes 2.25x8 and 2.5x8 were implanted to successfully treat the dissection. Standard post dilatation was performed. The condition resolved. No additional information was provided.